Manufacturer narrative:
(B)(4). The device went through simulated therapy with no issues. A review of the alarm log revealed low uf, low drain volume and check patient line alarms. The cause of the problem was undetermined and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection and functional testing was performed with no issues noted. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the patient had unspecified therapy issues, coincident with peritoneal dialysis (pd) therapy on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.